Event description:
On (B)(6) 2009, the pt reported that as he was filling the insulin cartridge, "insulin was leaking behind the plunger." He stated that the insulin cartridge was new and had not been previously used. He successfully filled another insulin cartridge without issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for eval.